Event description:
It was reported that a system error 2240 (air in line) alarm occurred during dwell three while using the home choice (hc). During troubleshooting there was nothing unusual noted about the supplies that would cause or contribute to the alarm. The technical service representative (tsr) had the home patient (hp) disconnect from the supplies and start over with new disposables or perform manual therapy. There was no serious injury or medical intervention reported.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not available for evaluation. Should additional relevant information become available, a follow-up report will be submitted.